Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler reload was unable to staple. The issue occurred during anastomosis while using a sureform 60 stapler installed with a white reload to staple a vessel. When the sureform 60 stapler was fired, the reload cut the vessel but did not staple. Staples were missing from the staple line with holes or gaps observed within the staple line. No bleeding was observed on the staple line due to the issue. No error messages were generated when the stapling issue occurred. A back-up stapler was used to approximate the vessel. There was no unplanned tissue removal due to the firing failure. The procedure was completed robotically. The surgeon confirmed the patient did not experience serious injury or complications due to this issue. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the instrument was inspected prior to use and had no damage. The stapler instrument was working prior to the issue. There was no tissue bunching. The surgeon did not encounter any obstructions between the instrument jaws nor fire over an existing staple line. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was completed, and no related system errors were observed. Review of the advanced stapler instrument log review was completed, and the sureform 60 stapler was installed on the system eleven times and fired 11 reloads (4 white, 4 green, 3 white). There was one incomplete clamp attempt on install 5, which stopped at about 62% completion, after a clamp hold time of 42 seconds. All other clamp attempts by this instrument were completed successfully. On install 1, firing was completed with 2 pauses for compression. On install 2, firing was completed with 2-3 pauses for compression. On installs 3 and 4, firings were completed with 1 pause for compression each. On installs 5-8, firings were completed with no pauses for compression. On installs 9-11, firings were completed with 1 pause for compression on each. There were no incomplete unclamps or firing failures for this instrument. There were no stapler related errors in the logs. Unfortunately, the system does not record lot numbers of the reloads used during the procedure and there were no partial fires detected, so it is indeterminable which reload is related to the reported issue. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler reload was unable to staple. The issue occurred during anastomosis while using a sureform 60 stapler installed with a white reload to staple a vessel. When the sureform 60 stapler was fired, the reload cut the vessel but did not staple. The cause of the operative complication is unknown.